Manufacturer narrative:
Correction: the device was not explanted, as previously reported on (B)(6) 2017. The patient's abutment was removed. The implanted device remains insitu. This report is filed on march 07, 2017.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced recurrent infections at the implant site; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2016.